Manufacturer narrative:
Results: the pusher is kinked on the proximal end. This kink is approximately 5.0 cm from the proximal end of the pusher. The pet-lock is still intact. The coil is still attached to the distal end of the pusher. The coil 400 is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that the product was kinked before removing from the package. During the evaluation of the product it was visible that there was a kink in the proximal end of the pusher. Based on the description of the event, the cause of the kink cannot be determined. However, it is possible the damage occurred during removal of the device from the packaging. Devices are carefully inspected during packaging before distribution. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Before a case, the proximal end of the penumbra coil 400 was found to be bent before removing from the packaging. There was no attempt to implant the coil in the patient.